Manufacturer narrative:
Corrected data. D1 updated/corrected. Investigation summary: major bleed/access site adverse event: the cause of major bleed/access site adverse even was most likely patient condition related since the patient had multiple site bleeding due to elevated liver enzymes and coagulation factors.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 60-year-old male patient, scai shock stage e. The patient experienced bleeding from multiple access sites, including the impella 5.5 axillary site and the rvad central cannulation site. The patient required multiple blood products, including prbcs, ffp, and platelets. Contributing factors included elevated liver enzymes and coagulation abnormalities. The bleeding resolved after patient received blood products (ffp/cryo). Subsequently, care was withdrawn, and the patient expired. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. Other contributing factors may be related to the patient¿s underlying critical illness, multisite surgical access, coagulopathy, and hepatic dysfunction. The device will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition as they presented in scai shock stage e.